Manufacturer narrative:
The reported event was confirmed as manufacturing-related. Visual evaluation noted 12 unopened coloplast male external catheters were received. No obvious defects were noted. Further testing required. Adhesive peel test was performed. Samples were tested. Samples were cut to the required width (1.00" +/- 0.05"). Adhesive peel strength was found to be out of specification (1.14-3.04 lbf). The samples tested above the specification. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be mechanical failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warnings freedom cath, active cath, uro-san plus and gizmo contains natural rubber latex which may elicit allergic responses in individuals who are sensitised to la-tex. Reuse of this single use product may create a potential risk to the user. Reprocessing, cleaning, disinfection and sterilization may compromise product characteristics which in turn create an additional risk of physical harm to or infection of the patient. Do not use silicone based lubricants on the catheter. Cautions coloplast accepts no liability for any injury or other loss that may arise in the use of this product in a manner contrary to coloplast current recommendations. Do not use with alcohol based skin preparations unless thoroughly dry. Residual alcohol may cause degradation of material or excessive adhesion to skin. Indication male external catheter. Information clear advantage, freedom clear, freedom clear ls & freedom clear ss are latex free. Freedom cath, active cath, uro-san plus & gizmo contains natural rubber latex. How to use clear advantage with aloe, freedom clear, freedom clear ls, freedom clear ss, freedom cath & active cath 1. Make sure penis is clean and dry. 2. Trim pubic hair as necessary. 3. Place the rolled catheter sheath on the head of the pe-nis leaving a small space between the end of the pe-nis and the cone end of the catheter. If uncircumcised, leave foreskin as is over the head of the penis. Slowly unroll the sheath all the way up to the length of the pe-nis. Unroll slowly. 4. Squeeze the sheath all around to seal sheath to the skin and to seal off any wrinkles. 5. If too snug at base, snip unrolled portion of sheath between penoscrotal junction with a blunt scissor. 6. Removal is easy; grasp end of the sheath at the base and roll forward gently. How to use uro-san plus 1. Wipe the penis completely with shield skin to in-crease holding power of the liner and provide added skin protection. Shield skin directions: wash area with soap, rinse and dry thoroughly. Using wipe, apply shiled skin barrier to area and allow to dry completely. Barrier may be removed with mild soap and water. Always reapply barrier to ensure skin protection. Momentary stinging may be experienced if applied to broken skin. 2. Remove backing from both sides of adhesive liner. 3. Starting at the head of the penis, wrap the waterproof stretchable double-sided adhesive liner gently around the penis in an overlapping fashion. Wrap it snug but not tight. Continue to spiral wrap the liner back toward the base of the penis. The liner should wrap around the penis one full turn or more. ¿ do not wear gloves, as the liner will stick to them. ¿ for pediatric use, wrap the liner around itself instead of overlapping 4. Place the rolled up catheter next to the head of the pe-nis. Unroll the catheter over the liner and all the way up the length of the penis. Make sure the funnel end is not touching the head of the penis. 5. Squeeze the catheter all around to seal the catheter and liner. The liner has now formed a water-tight and non-constricting barrier against urine. 6. Removal is quick and easy. Grasp the end of the catheter at the base of the penis. Roll it forward gently. Liner and catheter roll right off together."

Event description:
It was reported that the male external catheter had no adhesive. Per sample evaluation result on 11mar2021, it was stated that three samples had strong adhesive.